Manufacturer narrative:
Evaluation of the returned drivers found that the distal tips of both instruments had fractured and became separated. Inspection under magnification revealed circular fracture lines indicative of a torsional overload. One of the tips was recovered and discarded by the user facility. The second remains implanted within the polyaxial screw, entrapped beneath both the rod and set screw is approximately 4.38mm wide and 2.8mm in length. The section is manufactured from 465ss and is certified to atsm a564 standards. A previous investigation conducted for this type of occurrence determined that this is likely the result of implantation in hard dense bone, which required an increased torsional load that exceeded the design limits of the instrument.

Event description:
While attempting to implant the 10.5 screws, the tips of both drivers broke and detached from the instruments. One tip was removed from the patient without issue, while the second was retained as it was deemed too difficult to remove.